Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a pacemaker warranty validation and lead registration form that this lead (model#7741, (B)(4)) was not implanted due to ¿other/non-product experience¿. According to the field clinical representative (fcr), the active fixation mechanism broke while extending/retracting the helix. The lead is not available to be returned to boston scientific for laboratory testing.